Manufacturer narrative:
Complaint conclusion: when the physician opened the outer box, he found the internal package's product code and lot number info was not consistent with the outer box information. The outer box had been sealed prior to opening. One box labeled as lot 15189322 (smart control 10 x 60 mm) was received for analysis, the box was opened and inside there was a unit of smart control 10 x 20 , lot 15193983, the unit was in its original sealed pouch. DHR review of complaint lots 15189322 and 15193983 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The label incorrect condition reported by the customer was confirmed in both units received for analysis. A risk analysis has been opened to address this issue. One box labeled as lot 15189322 (smart control 10 x 60 mm) was received for analysis, the box was opened and inside there was a unit of smart control 10 x 20 , lot 15193983, the unit was in its original sealed pouch. DHR review of complaint lots 15189322 and 15193983 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint.

Manufacturer narrative:
A review of the manufacturing documentation associated with this lot revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The device has been returned for analysis, but the analysis has not yet been completed. Additional information will be submitted within 30 days of receipt.

Event description:
When the physician opened the outer box, he found the internal package's product code and lot no information was not consistent with outer box information. The outer box had been sealed prior to opening.